Event description:
During routine dressing change, infant was noted to have leaking at the patient side of the PICC (peripherally inserted central catheter) butterfly. Line was removed with no other issues. Event reached patient, monitor to confirm for harm. Removed with no further concerns.lot # 21i004d.